Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the display on the onetouch ultra meter is scratched up. The complaint was classified based on the customer care advocate (cca) documentation. The issue began 2 weeks ago. Two days after the onset of the display issue, the patient developed ¿hypoglycemic attack.¿ there was no report of any alteration to his diabetes management or required medical intervention based on the alleged issue. Th e display issue was not resolved. There was no product misuse. This complaint is being reported because the patient had ¿hypoglycemic attack¿ after the display issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.